Event description:
Received a report from a consumer informing company that consumer required medical assistance on two separate occasions to remove pieces of a tampon after only part of the pledget was removed upon retrieval. Both tampons were from the same box.